Event description:
A malfunction was reported by the caller regarding their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use a backup insulin pump while a replacement with updated software was sent by cts. The caller understood and acknowledged all instructions, including returning the problematic pump within 10 days.